Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor blood/body fluid (not obstructed); (B) (4) full lead;

Event description:
No capture, sensing difficulty, attempted implant/not implanted/not used, helix blocked/unable to advance or retract. No patient complications have been reported as a result of this event.